Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) exhibited low battery voltage. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.